Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was returned in two fragments (183cm proximal and 35cm distal). The proximal fragment was inspected: the guidewire was kinked/bent in two locations 42cm and 63cm from the proximal end. The guidewire ptfe (polytetrafluoroethylene) coating was peeling/peeled off between 27cm and 29cm from the proximal end. The core wire was broken and exposed. The surface of the core wire was rough. The distal fragment was inspected: the tail over the proximal bond joint was broken and the core wire was not present as it had been pulled out. When the proximal fragment core wire when inserted into the distal proximal bond joint it did not move further than 17.5cm from the distal end, therefore it can be concluded the core wire was broken at this location. The core wire distal end was observed through the distal tip dome. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be severely tortuous. The guidewire tip was shaped 45°. An associated device used in the procedure was a 0.0165in microcatheter. The microcatheter performed as intended and was used to finish the procedure. The issue was noted on the distal section of the guidewire. The wire was torqued to overcome the resistance. There were no other difficulties encountered during the usage of the device that could have contributed to the issue. Analysis of the returned device found the guidewire broken in two fragments (183cm proximal and 35cm distal). The guidewire was kinked/bent 42cm and 63cm from the proximal end. The tail over the proximal bond joint was broken on the proximal fragment and the core wire had been broken from inside the nitinol tubing 17.5cm from the distal end on the distal fragment which indicates a significant force was applied during the procedure to have broken the core wire from inside the nitinol tubing. An assignable cause of procedural factors will be assigned to the reported event ¿guidewire distal tip broken/fractured during use¿ and the analyzed events 'guidewire kinked/bent' and 'guidewire distal tip broken/fractured during use' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Analysis of the returned device also noted a section of the ptfe coating was peeling or had peeled off between 27cm and 29cm from the proximal end of the guidewire. It is probable the torque device was not adequately tightened which allowed the device to move up and down the proximal end of the guidewire, resulting in the peeled ptfe coating. As the torque device was not returned back with the device, it cannot be determined if this contributed to the ptfe coating peeling. Because on this, an assignable cause code of undeterminable was assigned to the analyzed event 'guidewire ptfe coating peeling¿.

Event description:
It was reported that during one right internal carotid artery (ica) occlusion procedure, the operator delivered the subject guidewire to right ica m2 distal. The operator rotated the subject guidewire, but it was not moving. When the operator slightly retracted the subject guidewire, it was found that the distal of the subject guidewire fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during one right internal carotid artery (ica) occlusion procedure, the operator delivered the subject guidewire to right ica m2 distal. The operator rotated the subject guidewire, but it was not moving. When the operator slightly retracted the subject guidewire, it was found that the distal of the subject guidewire fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.